Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the drive support cap was protruded. The customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 226 mg/dl. The customer¿s blood glucose level went high and treated with manual injection and the blood glucose level went down to 97 mg/dl and the customer also reported blood glucose level 110 mg/dl. The customer also reported several no delivery alarm. The customer had confusion as a symptom of high blood glucose level. The insulin pump will not be returned for analysis.